Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will use an alternative pump for insulin therapy.